Event description:
It was reported that a user of the ilet bionic pancreas experienced postprandial hyperglycemia at 401 mg/dl followed by overnight hypoglycemia at 68 mg/dl after previously self-managing meal dosing with announcements and later stopping such actions per prior guidance. Investigation included review of pump usage history and discussion with the user. Investigation of this case revealed suspected mal adaptation of meal bolus behavior related to prior self-management, with the current cause of the alternating hyperglycemia and hypoglycemia remaining unclear. Clinical symptoms include distress associated with hyperglycemia and hypoglycemia reported. Outcomes included user troubleshooting with education and transfer to clinical line, and treatment with oral glucose for low glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.